Event description:
Consumer complaint of about high blood results. Customer normal results are 80/120mg/dl before meals. Last 5 results in memory are 319mg/dl, 255mg/dl, 303mg/dl, 237mg/dl, and 179mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (319) and the lowest normal result (80) is located in zone b/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.